Event description:
It was reported that an unspecified foreign matter was observed on a revaclear 400. This event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo shows the product unpacked and connected. A small black particle is visible on or in the header cap. Based on the photo, it is unclear if the particle is injected or loose. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.